Event description:
Arrive 1 clinical study518 days following a coronary artery drug eluting stenting treatment procedure, a target vessel re-vascularization (tvr) event occurred. Initial index procedure treated 1 lesion in distal right coronary artery (rca), denovo, 3.0mm in diameter, 80% stenosis, 15mm in length, no calcification, mild proximal tortuosity, unknown thrombus, pre and post dilation was performed. The lesion was treated with a 3.0mm x 20mm taxus express2 stent.the patient was hospitalized for tvr and continued to take the following medications: asa, atorvastatin, and clopidigrel. A 3.0x12mm taxus stent was deployed in the distal rca. Patient was admitted to hospital and discharged in 2 days. There was no relationship to study event.

Event description:
It was further reported that the pt presented to the ER 501 days after initial index procedure for med clearnance for a detox program. During the interview, the pt complaint of epigastric discomfort with dry heaves and exertional shortness of breath. The pt has noncompliance with medications due to financial reasons. ECG showed normal sinus rhythm. Tronponin values were levated, but cardiac enzymes did not meet guideline criteria for an mi. Stress test conducted 502 days after index procedure showed perfusion defect abnormalities suggestive of moderate size anteroapical and inferoapical myocardial infarction with minimal residual septal ischemia and mild left ventricular chamber dilatation. Ejection fraction was 25%. Cardiac catheterization was recommended to be performed in about a week. The pt discharged 503 days after index procedure on asa and plavix. Five hundred and seventeen days after index procedure, the pt awoke feeling anxious; therefore, he drank 2/3 of a pint of vodka and subsequently started having substernal chest pain associated with palpitations, shortness of breath diaphoresis. Chest pain was not releived by nitroglycerin in the ER, ECG showed normal sinus rhythm, right atrial enlargement and questionable old anterior mi, cardiac enzymes and troponin were negative. Subsequent ECG showed the development of some q-waves in the inferior leads (per discharge summary) cardiac catheterization completed 518 days following index procedure revealed lmca - no significant disease, lad - patent stents, lcx - patent stents, rca - 75% lesion prior to a stent, lvef - 50% with significant apical hypokinesis. The same day, a 3.0 x 12mm taxus express2 stent was deployed in the distal rca. The pt was also found to have an occluded left sfa which the pt agreed to follow up with. The pt was discharged 519 days following index procedure on asa and plavix. Due to the pt's inability' to afford medications, he was given samples of plavix and was educated on the importance of being complaint with his medications.